Event description:
It was reported that a patient underwent an unknown procedure in 2009. The reservoir inflated with air readily while moving the patient to the post-operative hospital ward and a tear on the exit port was found. The nurse inserts a syringe into the exit port to calculate the drainage volume. The surgeon exchanged it for another reservoir. There was no adverse patient consequence.

Manufacturer narrative:
Date sent to the FDA: 04/24/2009. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device lot number associated with this event is not known. The international affiliate reports the following possible lot numbers: lot 48854isp mfg date: 01/29/2009, exp date: 12/31/2013. Lot 48527isp mfg date: 01/21/2009, exp date: 10/31/2013. In addition, a review of the batch manufacturing records for the possible lot numbers was conducted and the batches met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-00453. The same patient is represented in each medwatch.